Event description:
It was reported that when the patient came in for refill, all 40cc of drug were returned. The patient also reported increased pain. A catheter dye study was attempted; the catheter could not be aspirated. The catheter was replaced due to occlusion. The pump was replaced prophylactically at the same time to avoid in-vivo battery depletion. The patient recovered without sequela. The pump contained a mixture of morphine and clonidine at the time of the event.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.